Event description:
Customer reported an issue with touchscreen delay that required multiple attempts to unlock and access. There was no adverse impact to the customer¿s blood glucose level. The customer declined troubleshooting and no further action was needed; customer is out of warranty and in the process of renewal.